Event description:
It was observed during the device evaluation that the colonovideoscope exhibited no image output, and a b30 scope communication error was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connection from the plug unit failed and the circuit board exhibited a defect, resulting in no image and a b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.